Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the beam fired straight at 54,212 joules and 8:35 minutes of use. A second fiber was used to complete the procedure. There were no patient complications.